Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, crease/folding of implant.

Event description:
Healthcare professional reported left side "pain, change in the shape of the breast for more than 1 year, caused by capsular contracture baker grade IV; folds in the implant wall with periprosthetic fluid, fluid in the left areolar region" diagnosed by ultrasound. Medication: montelukast. Device remains implanted.